Event description:
Eclipse homepump (model # e102000, lot # 0202850367) containing daptomycin 700 mg in 0.9 percent sodium chloride 100 mls tubing connected to the ed split and all medication leaked out.